Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. However, besides the reportable malfunctions of foreign material in the air/water (a/w) cylinder and a/w tube the evaluation found the following non-reportable malfunction(s): due to burn on probe cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; instrument guide protector was damaged; objective lens had a chip; light guide lens had a crack; adhesive on bending section cover had wear; connecting tube had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the gastrointestinal videoscope had image disturbance and they received an e227 scope communication error when connected to the cv-1500. It was not specified during what type of device usage the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: foreign material in the air/water (a/w) cylinder and a/w tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 10jan2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "air/water channel and air/water cylinder" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection; IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.